Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the syringe was found with a floating particle inside.

Manufacturer narrative:
A review of the device history record (DHR) was completed. The DHR review concluded that no abnormal process conditions were present during the manufacturing of this product that would lead to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One (1) sample was received. The reported condition was observed, with a syringe luer skirt in the barrel fluid pathway. The sample was not in its original packaging and showed evidence of further processing outside of cardinal health control. There was fluid in the barrel and a tip capping off the syringe. How the customer handles, fills and caps the syringe is unknown. During sample evaluation, no other damage to the syringe was observed. The most probable root cause of the reported condition is a malfunction of the barrel aidlin used for material transport. This malfunction likely caused a part jam that broke off a barrel luer skirt which made its way into the previously transferred barrel. The investigation also identified intermittent problems with the assembly machine not properly rejecting bad assemblies. Based on the information available and the investigation findings; a maintenance work order was completed to fix the aidlin following completion of the reported and an aidlin troubleshooting guide was implemented to help standardize techniques and prevent the potential for unanticipated malfunction. Note: the bulk syringe subassembly is supplied to the customer who further processes to create a prefill syringe. In prefill syringe manufacturing, the manufacturer must adhere to united states pharmacopeia (usp) 788/790. These standards require 100% inspection for particulates which allows for other defects to be observed. On the contrary, bulk syringe subassemblies are not required to be 100% inspected. Requirements are that they be statistically sampled to ensure conformance to criteria. Based on the batch size supplied and number of defects reported, the batch can be considered acceptable being within established limits. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.